Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when unpacking a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system, the stent was found to have released a small portion. The device was never used inside of the patient and there were no reported patient injuries. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging. There was no difficulty removing the device from its packaging. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when unpacking a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system, the stent was found to have released a small portion. The device was never used inside of the patient and there were no reported patient injuries. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging. There was no difficulty removing the device from its packaging. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection. A thorough examination revealed no damage or anomalies. The stent was properly mounted in the manufacturing position without any premature or partial deployment conditions. The hemostasis valve was securely closed. No other outstanding details were noticed. The usable length was measured, and dimensional analysis results were within specification. Functional analysis was performed to determine if the stent could be deployed as expected. The hemostasis valve was unlocked on the stent delivery system. The stent deployment test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was deployed. The stent expanded normally, showing no damage or anomalies. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was not observed as the device was returned with the stent in the manufacturing position as expected. The exact cause of the issue experienced by the customer could not be determined. Functionality of the deployment mechanism was tested with no difficulties noted. Additionally, the usable length was measured and found within specification. Therefore, based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer as no anomalies were found on the returned device. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.